Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2020. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence nonsurgical treatments: the patient was treated with psychological medication: amitriptyline for purpose: relax the vaginal muscles and to sleep at night. Treatment duration: 6 weeks. After sling implantation (B)(6) 2020, the patient commenced: pain medication: advil / panadol. Treatment duration: constant. Other medication (please specify): temazepam / restavit for the treatment of: sleeping tablets. Treatment duration: once a week. Topical treatment: olive & bee cream for purpose: personal lubricant for intercourse - intimate cream. Treatment duration: only every so often.